Event description:
It was reported by service report that the bed fowler drifts down. There was pt involvement; however no adverse consequences are reported.

Manufacturer narrative:
Fowler clutch and motor.